Event description:
Event description cpi received info that this implantable pulse generator (ipg) exhibited an inappropriately high lead impedance on the ventricular channel in both the unipolar and bipolar mode. It was also reported that the ipg exhibited intermittent undersensing. The physician performed an invasive procedure and noted that the lead was secure in the ipg and that there was no fluid in the header of the device. The lead impedance measurement was appropriate when measured with a pacing system analyzer. The physician elected to explant the ipg.